Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced significant diaphragmatic stimulation from the left ventricular (lv) lead approximately six weeks post implant. Additional information indicated the lv lead also exhibited elevated thresholds and a possible micro-dislodgement. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.